Event description:
The customer's family member reports receiving higher than normal readings on the customer's freestyle meter. The meter has provided readings in the 300's mg/dl range, but the customer experienced symptoms of hypoglycemia. The customer was reported to be unresponsive. Paramedics were called and the customer was transported to the hosp. There, a cat scan was performed and tests were run, with normal results. No other treatment was reported.